Event description:
Literature was reviewed regarding¿investigation of the survival time of patients who underwent endovascular treatment due to type 3 aortic dissection and factors affecting this duration. The time frame of this study was over 10 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant captivia. Among patient adverse events included:  ischemia, retrograde type a aortic dissection following tevar, distal aneurysm formation, distal thoracic endovascular aortic repair¿related dissection, abdominal aortic rupture , need for secondary reintervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-cv-sr-val-cap (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-val-cap (unknown serial/lot); product type: 0180-aortic stent graft; citation: mehmet isik, yalçin günerhan, ömer tanyeli. Investigation of the survival time of patients who underwent endovascular treatment due to type 3 aortic dissection and factors affecting this duration. International college of angiology 35 2025. Doi.org/ 10. 1055/a-2640-0775 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: according to the author, the negative incidents mentioned in our article are not directly related to medtronic devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.